Manufacturer narrative:
Investigation discovered that a user-implemented usb extension to the wi-fi adapter reduced device signal strength. Additionally, network instability was cuased due to changes in infrastructure. Ultimately, the loss in connection was not caused by a malfunction of the subject device.

Event description:
User reported that a screen reset caused the rpms to return to 0rpm and the user had to mannually increase rpms. There was no patient harm.